Event description:
It was reported that the patient experienced a low blood glucose while working outside in the heat, treated with oral glucose and food, rose to the 180s, and later reported glucose in the 200s; the event involved the ilet system with an infusion set and cartridge, and the patient does not disconnect the infusion set for exercise. Symptoms included hypoglycemia followed by hyperglycemia, with no clinical signs, symptoms, or conditions documented beyond glucose values. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method involving the cannula and infusion setup. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.